Event description:
New information received indicates the lead was capped and replaced.

Event description:
It was reported that the lead exhibited low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.